Manufacturer narrative:
One month later, a revision procedure was performed and the lead was removed from service and successfully replaced. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations.

Event description:
Boston scientific crm received information that this right ventricular lead had triggered the lead safety switch (lss) due to impedance measurements greater than 2500 ohms. A lead fracture was suspected and a revision procedure was performed.

Manufacturer narrative:
The lead was reprogrammed to unipolar configuration and there have been no more adverse events reported. This issue will be re-evaluated if additional information is received.